Manufacturer narrative:
H10: this is a duplicate report of MDR report #3005075696-2025-00276 h3: no conclusion can be drawn. Evaluation couldn't able to perform as the device was not at returned for evaluation. If the device returned in future evaluation will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-mar-28 (B)(4) (rep, hcp): information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had spinal procedure with grafton. It was reported that patient got a post operative infection. There were no further complications reported regarding the event. 2025-apr-18, email: additional information received. Patient's index procedure was on (B)(6) 2024, discharged initially on (B)(6) 2024. The patient was readmitted for a surgical site infection on (B)(6) 2024, re-op on (B)(6) 2024, and a lengthy readmission leading to discharge finally on (B)(6) 2025. Date of surgery was (B)(6) 2024. Type of surgery was posterior cervical. Patient developed symptoms on (B)(6) 2024. Patient had no fever; wbc = 12.9 on (B)(6) 2024. Per re-op on (B)(6) 2024 post incision "the wound really did not look unhealthy. Paraspinal musculature pulled apart, which is not uncommon. There was no purulence. Just kind of some generalized granulation tissue in the wound. It looked like a large wound hematoma that was breaking down." Patient was treated with antibiotics. On (B)(6) 2024, excisional debridement of skin, subcutaneous tissue, fascia, muscle, and bone from posterior cervical wound was performed. Wound site cultured for aerobic <(>&<)> anaerobic organisms and result on (B)(6) 2024 was staphylococcus aureus (mrsa). Patient had a lengthy hospital readmission from (B)(6) 2024-(B)(6) 2025 due to no rehab facility within 10 miles being able to accept the patient. Patient was discharged on (B)(6) 2025 in stable condition with instructions on wound care, bathing, and showering post-op. He had appointments to he ortho <(>&<)> plastics for follow-ups. 2025-jun-16, update received (email, rep): email received from rep stated that the midas for mazor could be the issue causing the infection.